Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was over 600 mg/dl. Troubleshooting was done. The customer expressed no symptoms related to his high blood glucose. The customer treated his blood glucose with insulin pump therapy. The customer further stated that there were multiple large air bubbles in the tubing of the infusion set. Advised customer to deliver a fixed prime until the air bubbles were no longer visible. The customer was unsure if he had used insulin that was stored at room temperature or not. Advised customer to run a manual prime with the current infusion set, and the customer reported that insulin exited. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.